Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, smart remote manager was failed. Customer tried to reboot and recover, but the issue persisted. The customer stated that the malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager failed. A field service engineer (fse)found that the smart remote manager was non-responsive and hardware failure icon was shown, but there was no option to recover the failed hardware. The fse manually unlocked and opened the door and the hardware failure was shown. Customer recovered the station, accessed successfully and tested functionality in hardware test application. The system functioned as intended after the field service engineer repaired the device.